Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4), alleging an error 4 issue. The patient did not allege any harm or injury due to the alleged issue. The alleged issue was not resolved with troubleshooting. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
A different lot of test strips (lot 3211581) have been returned and evaluated by lifescan product analysis on (B)(4) 013 with the following findings: the test strips have passed all testing with no faults found. The meter was also retruned however, testing has not yet begun. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (10/29/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(6) 2013 and (B)(6) 2013, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error 4 sc 2 message. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.